Event description:
It was reported that the customer was hospitalized with an elevated blood glucose level; details of hospitalization were not provided. The customer declined to provide further information regarding the event.